Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported on february 12, 2025, during a laparoscopy procedure, the tip of the fiber optic light cable came off. No harm or injury to patient reported. No negative impact in state of health reported. Cross reference complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: during inspection, it was determined that the large, slotted nut and the knurled sleeve are missing. The small, slotted nut is loose. The device-side connector shows normal signs of wear. A few individual optical fibers are broken, but this has no negative impact on light output. The sheathing of the light cable shows no visible damage. Mechanical damage to the optical light connection may be a possible cause for the sudden detachment of the light cable. The light cable coming loose on its own can be prevented by performing a function test on the moving components before each use and after each clinical reprocessing. No further measures will be taken. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on june 04, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).